Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Reportedly the pump shut off unexpectedly, no additional information was provided and the customer declined troubleshooting with tandem technical support.